Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter; therefore, unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Stabbed myself in the face with the handset [face injury].brush head will come off in my mouth and I have stabbed myself in theface with the handset [injury associated with device].brush head will come off in my mouth [device breakage].case description: salesforce case number (B)(6). A (B)(6) year old female consumer reported that while using an oral-b vitality series toothbrush, the oral-b brushhead, version unknown will often come off, and she has stabbed herself in the face with the handset. The case outcome was unknown. No further information was provided.